Event description:
Customer service received an email from the customer stating that he did not receive the control solution for his adc meter and subsequently "passed out and fell (while) getting out of the shower". Medical survey was not completed and although customer service contacted customer in order to obtain additional information, these efforts proved to be unsuccessful. Customer also reported experiencing unknown injury. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This report is associated with delivery issue, therefore no investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event. Note: the control solution manufacture date is unknown. (B)(4).